Event description:
A customer reported bubbles occurred during a procedure. The case was completed using the same equipment. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer did not retain a sample for this complaint, as such functional testing could not be conducted. The customer did not retain the finish goods lot number, device history review could not be reviewed. The customer complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The root cause could not be determined. (B)(4).